Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: findings from on (B)(6) 2023 office visit, pain, mall to moderate effusion in elbow with crepitus to proximal ulna, x-ray: fracture to ulnar stem with significant expansion of the cortex around the proximal ulna. No grossly apparent ulnar fracture. Humeral stem without loosening and stable. On (B)(6) 2023, op report findings: loosening and fracture of ulna stem implant, excision of extensive scar tissue, large olecranon bursa full of metallosis excised, ulna nerve identified and neurolysis performed, encountered extensive metallosis and synovitis throughout the joint and debrided. Radiographs were provided and reviewed by a hcp. The radiographs were not sent for further analysis as the medical records provide sufficient dictation of findings, sending images would not enhance the investigation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products:¿ item# 32810502501; lot# 65370189, item# 32810502501; lot# 64148930, item# 32810502504; lot# 62952245, item# 32810509301; lot# 62283890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately seven (7) years and three (3) months post-implantation due to pain, effusion, loosening, and implant fracture of the ulnar component. During the revision noted scar tissue/adhesions, metallosis, neurolysis of ulnar nerve, synovitis, and heterotopic bone. Attempts have been made and no further information has been provided.